Event description:
A consumer located in (B)(6) reported that they used the product 2-3 times without incident. Upon using the product again, the can caught fire on the spray head at which point they dropped it off the table creating three burn marks on the carpet. The hair on the consumer's forearm also caught fire.

Manufacturer narrative:
The implicated product was received at the canister manufacturer, (B)(4), on (B)(6) 2016 for further evaluation. The batch record was reviewed and no deviations were found. All process parameters were within specifications. Retain samples were pulled and tested and met product specifications. The implicated product was examined on its technical and product specifications and were within those specifications. A visual examination of the implicated product was performed and the shield was observed to have melting on the top. The implicated product was received at orasure technologies, inc on 07nov2016. A visual examination of the implicated product was performed and the melting of the upper part of the shield was confirmed as well as a small patch of melted plastic near the valve stem. The melting on the shield was contained the upper portion on the outside only consistent with an external heat source. Testing of the valve stem demostrated proper functioning. Follow up with the consumer revealed a previously lit candle that was extinguished right before product use. The product cannot catch fire under normal room temperature conditions without an external source of ignition due the high auto-ignition temperature of the liquid contained in the canister. Based on the batch record review, investigations, and checks performed on the implicated product, it can only be concluded that the product is meeting its technical and functional specifications. See attached (B)(4) investigation report dated (B)(6) 2016.

Event description:
A consumer located in (B)(6) reported that they used the product 2-3 times without incident. Upon using the product again, the can caught fire on the spray head at which point they dropped it off the table creating three burn marks on the carpet. The hair on the consumer's forearm also caught fire.